Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 305 mg/dl. The customer treated their blood glucose levels with bolus through the pump. Customer's current blood glucose value was 415 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016. Customer did not contact healthcare professional. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation. The insulin pump was/was not returned for analysis.